Event description:
Healthcare professional reported right side rupture confirmed via mammogram/ultrasound. The device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as (B)(6) 2024. Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed an opening, assessed as surgical damage. No other observations.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture confirmed via mammogram/ultrasound". This record is for the right-side. Device remains implanted.

Event description:
Healthcare professional reported right side rupture confirmed via mammogram/ultrasound. The device has been explanted.